Event description:
Caller states that pt tested 5.6 inr on device and 3.6 inr on device during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect devices and replacements were sent.

Manufacturer narrative:
Add'l strip lot used with device, 395a c15, expires 2008.